Event description:
As reported the lead was capped due to high thresholds 6 days after implant. Nothing was observed on x-ray. The patient probably has a scar where the lead was implanted. Patient has a new tricuspid valve. Physician was unable to implant an endovenous lead and therefore, the physician implanted a new bipolar lead in the cononary sinus.